Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "plastic on triathlon tibial ankle clamp snapped as surgeon removed it from the pt's ankle."